Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No moisture damage noted on electronic assembly or on motor. The device had a scratched display window, cracked reservoir tube lip and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was exposed to sweat. Blood glucose value was 84 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.